Event description:
It was reported that the gynecologic laparoscope was presenting with screen going black for a few seconds during a therapeutic procedure. The procedure was laparoscopic repair of an inguinal hernia and it was completed using the same device. There was no reports of patient injury.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. However, additional findings were identified during device inspection: the fibre bonding in the outer tube area (distal end) is damaged and the llk plug of the video cable section contains foreign material. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.